Event description:
When pulling out the aznis 4.0 mm screw which was inserted in the tibial medial malleolus, the surgeon used an extractor (4.0mm in diameter). As the patient had good bone quality, it was difficult to remove and the extractor broke during removal. After that, the surgeon used pliers owned by the hospital, and the procedure completed without problem.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Device inspection revealed the following: the received extractor shows signs of normal and prolonged usage however its tip is found to be broken. The breakage surface shows a smooth surface for most part. Absence of plastic deformation indicates that the breakage was instantaneous due to high torsional and bending overload. However, it cannot be excluded that residual stress from previous usage also may have contributed in the breakage. The critical diameter of the drill was observed to be 2.56mm as required against a range of 2.50mm ¿ 2.60mm. Similarly, the average hardness of the drill was observed to be 54.2 hrc as required against a range of 53.0 hrc ¿ 57.0 hrc. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage of the tip happened due to a torsional and bending overload, the likelihood of which is greater during an explantation. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
When pulling out the aznis 4.0 mm screw which was inserted in the tibial medial malleolus, the surgeon used an extractor (4.0mm in diameter). As the patient had good bone quality, it was difficult to remove, and the extractor broke during removal. After that, the surgeon used pliers owned by the hospital, and the procedure completed without problem.